Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was deployed in a 50:50 position; however, after approximately 5 minutes echo reveled the valve had moved ventricular a few millimeters. After approximately another 5 minutes, the top of the sapien xt valve was level with the native annulus. The team elected to place a second valve to secure the first valve. A second 23mm sapien xt valve was deployed in a 30:70 aortic/ventricular position; however, wide open central regurgitation was noted. The regurgitation was thought to have been caused by an overhanging native leaflet, since the valve had to be implanted in a more ventricular position. The procedure was converted to open surgical repair. The two sapien xt valves were removed and a magna ease valve was implanted. The patient was transferred to recovery in stable condition. The patient¿s native annulus measured 22.5 mm in diameter and was mildly calcified. The native leaflets were reported to have moderate calcification. The surgical team reviewed the procedural images and determined there was not as much calcification on the annulus as thought during the prescreening. This report represents the first valve.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the device migration was thought to due to minimal calcification on the native leaflets. In addition valve under sizing may have contributed to the migration. The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic severe calcific aortic stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.